Event description:
Same case as manufacturer's #: 6000093-2004-01094. It was reported that one hour after a coronary drug eluting stenting treatment procedure, the pt's blood pressure dropped and they were found to have a hydropericardium. In 2004, the physician had predilated the 100% severely calcified lesion in the mildy tortuous lad with two different balloons. He then successfully deployed two taxus express2 8.8% drug eluting stents (2.50 x 16 mm and 3.0 x 24 mm). The reference vessel diameter was 2.5-3.0 mm. The stents were not postdilated, but were noted to be well positioned and well apposed. No procedural complications were reported. An hour after the procedure, it was noted that the pt's blood pressure was dropping and ultrasound was performed revealing a hydropericardium. An irregular 3 centimeter perforation was noted in the lad at the site of the taxus stent implantation. It is unknown if any intervention was undertaken to treat the perforation. A pericardiocentesis was performed and the pt improved. However, at 3 a.m. The following day, the pt deteriorated with a rapid drop in blood pressure. They were taken to surgery. It is unknown what type of surgery was performed. The pt subsequently expired at 8:30 a.m. The cause of death was determined to be hydropericardium.